Event description:
Complainant alleged that during a routine shift check by a clinician, the device screen displayed a "defib fault 109" message when the defib test was attempted. The screen then displayed the following defib faults: 78, 80 and 72. The complainant indicated that there was no pt involvement in the reported malfunction.